Manufacturer narrative:
B3: the event occurred during an unspecified date in (B)(6) 2024. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the upper most y-site of a clearlink system continu-flo solution set leaked saline. Upon further inspection, a separation was found at the joint between the tubing and the y-site. It was unknown if the event occurred with a pump. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: f10/h6: component codes (replace g04034 and g04078 with g04135). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.